Event description:
The customer reported that there was a blue fluid leak of approximately 20ml from the coulter lh 780 hematology analyzer during startup. The leak was not contained. There was no biohazard exposure to open wounds or mucous membranes. No erroneous results were generated for this event.

Manufacturer narrative:
The field service engineer (fse) indicated that he trimmed and reconnected tubing at fitting 4 (port 4) of blood sampling valve (bsv). There were no further leaks observed. (B)(4).